Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient disconnected from one of the bags during treatment. Patient reconnected a bag to the line and was able to continue treatment. The patient reported receiving a make sure heater bag is on heater tray during fill 2 of treatment. The cycler was receiving m31 air detected in cassette during dwell 2. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment on the cycler that night. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn stated that the sample was discarded.